Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited a lead safety switch (lss) on the right atrial (ra) lead. It was reported that there was an isolated spike in impedances, measuring greater than 2,000 ohms. The lead was switched to unipolar configuration and the impedances were around 300 ohms. The device was reprogrammed to pace/sense in the ventricle only due to the patient being in chronic atrial fibrillation (af). The patient's ra lead is a non-boston scientific product. This pacemaker remains in-service. No adverse patient effects were reported.